Event description:
It was reported that the device would not power on with multiple known good batteries. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). The customer declined physio-control's repair offer and informed that the facility will purchase a replacement defibrillator instead. Therefore a conclusive cause of the reported event could not be determined.